Event description:
Related manufacturer report number: 2017865-2022-17261. During remote monitoring, episodes of loss of capture were observed on the right ventricular (rv) and left ventricular (lv) leads. In addition, the lv lead resulted in episodes of phrenic nerve stimulation. The device was reprogrammed to resolve the event. The patient was in stable condition.